Manufacturer narrative:
The device was received by the resmed and an evaluation was performed. The reported complaint was confirmed through the review of the device data logs. The evaluation determined that the single occurrence of the system fault 74 was due to a software issue. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 74) indicating a software task error. This caused the astral device to perform a safety reset. The patient was not being ventilated at the time of the system fault. There was no patient injury reported as a result of this incident.